Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported, the patient turned the scs system off because, it has not helped his pain. The patient is requesting to have the system explanted. The system was turned on in the physician's office on (B)(6) 2013 and coverage was obtained of the painful areas. The patient will try the stimulation at night to determine if it helps his pain in the mornings. Surgical intervention will still be considered by the patient.